Manufacturer narrative:
(B)(6). PMA / 510(k) #: there is no 510(k) for this device as it is manufactured outside the us and not sold in the us. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that after inserting a bd vacutainer® eclipse¿ signal¿ blood collection needle with integrated holder 21g x 1.25 in. Into a patient, the needle came away from the holder while still in the patient¿s arm. The needle was removed with a gloved hand. There was no report of injury or medical intervention.

Manufacturer narrative:
Investigation summary: one customer photo was received for evaluation. The photo was evaluated, and separation of the needle and holder was observed. A review of the device history record was completed for the incident lot number and based on this review, there were no related quality notifications and all inspections were in compliance with requirements. CAPA (B)(4) was initiated to determine the root cause associated with the separation of the needle and holder and implement corrective actions in order to reduce/mitigate further occurrence of this issue. Additionally, further investigation was conducted through situational analysis (B)(4) and determined that a field action was required ((B)(4)). Investigation conclusion: based on the investigation, the customer¿s indicated failure mode for holder separation was observed by bd pas during evaluation. Additionally, CAPA (B)(4) was initiated for this issue in order to establish a root cause and implement necessary corrective actions. Root cause description based on the investigation, the most likely root cause has been identified for the reported incidents, and CAPA (B)(4) was initiated to document the investigation and root cause analysis of the reported incidents. Rationale: based on an assessment of severity and frequency, it was determined that a corrective action (CAPA) is required at this time. CAPA (B)(4) was initiated to determine the root cause associated with the separation of the needle and holder and implement corrective actions in order to reduce/mitigate further occurrence of this issue. Refer to the referenced CAPA for related corrective and preventive actions.